Event description:
It was reported that the burr was stuck with the wire. A 1.50mm rotablator rotalink plus and 330cm gw(5pk) flop rotawire were selected for use. During testing, the device became caught on the guide, causing a break during rotation. The system was "lost", both the rotawire and rotalink. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that the burr was stuck with the wire. A 1.50mm rotablator rotalink plus and 330cm gw(5pk) flop rotawire were selected for use. During testing, the device became caught on the guide, causing a break during rotation. The system was "lost", both the rotawire and rotalink. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device found that the burr annulus was damaged. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to insert proximally and advanced up to the burr; however, the annulus damage prevented the wire from entering or exiting the burr. Product analysis could not confirm the reported events as the complaint device was not returned with the rotawire indicating that the wire was not stuck within the device. There were no detachments or separations to the device; however, there was annulus damage which indicates an interaction with the guidewire.